Event description:
It was reported that the patient was diagnosed with left knee stiffness. The subject was hospitalized and manipulation under anesthesia was performed to resolve the issue with residual effects.